Event description:
There has been a strange battery behavior from mid mol ii to eri. Even after the ICD was exchange from this ICD to an OEM ICD, there was a change in the threshold. It changed from 2v @ 0.4ms during the connection to the biotronik ICD versus 0.8v @ 0.4ms on the new ICD with the same lead in situ.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2016, almost two months after the device was explanted. The ICD was implanted for 82 months and 55 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly of the battery revealed that an elevated internal self-depletion within the battery led to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause.